Manufacturer narrative:
Despite multiple requests, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a red alert for an unknown issue. At this time the device remains implanted and in service. No adverse patient effects were reported.